Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An aneurx stent graft system was implanted during the endovascular treatment of an abdominal aortic aneurysm. It was reported the patient presented emergently, a follow up CT revealed that the aneurx stent graft device had migrated 60mm below the lowest renal artery, resulting in a 50mm aneurysm. Intervention was performed, the physician placed two endurant (32/32 49mm) cuffs. The first cuff was placed proximal to the aneurx main body bifurcation, and the second cuff was deployed at the level of the right lowest renal artery. Both cuffs were ballooned using a reliant balloon. A final angiogram confirmed the absence of endoleaks. Satisfied with the result, the physician closed the patient, completing the treatment. Per the physician the cause of the aneurx stent graft migration was because the device, implanted 17 years ago, lacked suprarenal fixation, and over time, aortic dilation caused the device to drop. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.